Event description:
On 12/3/96 at 14:00, 280 cc's 1/2 nepro was started via pump at 35 cc/hr. At 15:00 all 280 cc's had infused. Pump had been put in svc with a broken tubing guide. Pt expired at 18:50. Physician stated that pt's death was unrelated to infusion.